Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 129-130 mg/dl.